Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the right side wireless tracker on the imaging system could not be observed by the navigation system. The tracker was observed for the initial spin but could not communicate after. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Correction: FDA patient code.